Manufacturer narrative:
Investigation result per our external service center emsar: evaluation completed by (B)(4). Evaluation: the housing failed test due to touch screen functions do not work , ( damage internally ) the pcb passed all tests. All other parts check ok. The battery needs replaced. Corrective action: you will need to replace the housing and battery. Vr81113000901 1 ea. V841119000507 1 ea. Chad abed emailed on 12/29/22 to approve the repair. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the serial / lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator was giving incorrect measurements. No injury occurred.